Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device clinical data confirms the device analyzed the rhythm appropriately and met the requirements of a shock advised determination. The investigation is being closed as the device worked within the limitations of the available technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) for sudden cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently administered the shock to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.